Event description:
On 12/22/95, co was contacted by the facility of a reported death due to a restraint. The facility faxed to their medwatch report. On 1/10/96, co contacted facility to request a copy of the incident report and the autopsy report. Co was denied both reports. Co's review of the info provided does not indicate device failure. The fact the pt was found caught between the siderails with restraint wrapped tightly wrapped around chest and face may indicate that the incident may have occurred due to use/fitting of the device or a possible monitoring issue. A.) A review of labeling indicates that these types of events are covered. In addition, co has available training videos and posters to aid facilities in the proper use and fitting of restraints. No further action has been taken. B.) Based on the info provided, it appears this incident occurred due to use/fitting of the device or a possible monitoring issue.